Manufacturer narrative:
Submit date: 09/29/2016. Originally reported as ns-3600-b lite glove 1000/case and should be 3612 lite glove. Model number: originally reported as unknown or and should be 31140257. Catalog number: originally reported as unknown or and should be 31140257. Lot number: originally left blank and per the product received from the customer, the lot number is 6147100264.

Manufacturer narrative:
Submit date: 08/05/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reports the light glove split when placed on the operating room light. The customer further stated that the lite glove is a little tight when placing on the handle, they have to continually (shove) it on the handle and is a little more challenging than before. The split/tear was found mostly when placing on the handle during setup. Once the split was noticed they would remove the top glove if they double glove, and if they single glove, they change the glove. The customer states that the material is really thin. A skytron aurora adapter is being used with the lite glove.

Manufacturer narrative:
Submit date: 09/29/2016.